Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix would not retract when the physician wanted to move the lead. Torque was applied to the lead and the measurements were found to be "good and acceptable." No patient complications have been reported as a result of this event.